Event description:
It was reported that this lead was explanted due to oversensing approx. 88 months after the implantation. The entire system was exchanged.

Manufacturer narrative:
Upon receipt, the lead under complaint was found cut 14 cm distal to the is-1 connector pin (into two segments). All fragments were received for analysis. The analysis showed that the insulation was found damaged due to wear in the distal end region, which is assumed to be the root cause of the reported oversensing in the ventricular channel. Based on the characteristics of this damage, it is reasonable to assume that the lead had been subject to severe mechanical stress in the implanted state. Significant lead motion in the area of the tricuspid valve and interaction with atypical tissues should be taken into consideration. Furthermore, the fixation helix was found bent, which most likely resulted from the extraction procedure. Prior to the analysis of the device, the quality documents accompanying the manufacturing process for this device were re-investigated. All production steps were performed accordingly, and in particular the final acceptance test proved the device functions to be as specified. In conclusion, the analysis did not reveal any sign of a material or manufacturing problem.